Manufacturer narrative:
Device evaluation: one smiths medical level 1 fluid warmer was returned for analysis with a worn enclosure, front cover and tank cover, faded line cord and pole clamp. During analysis, the tank was filled with water, temperature check was attached, and line cord was plugged, and the power switch was turned on. No low circulation was noted, and it was noted that the alarm was not working. It was noted that the returned device had bad printed circuit board (pcb) and was the cause of the reported issue. Service replaced the pcb to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that the low circulating alarm was not working on a smiths medical level 1 hotline blood and fluid warmer during use with a patient. No adverse effects were reported.